Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the anterior descending coronary artery with moderate calcification and heavy tortuosity. The 2.0x28 mm xience proa stent delivery system (sds) failed to cross the lesion due to the tortuosity. A non-abbott sds was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. Returned device analysis identified there was unknown black particles and balloon shredding. No additional information was provided.